Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. The customer's blood glucose was 54-250 mg/dl. Customer was able to resume insulin delivery.